Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that intra-operatively, the surgeon alleged an inaccuracy. The surgeon created a plan to the distal end of the tumor and the system provided tip stop point measurement. The surgeon proceeded to measure the tip stop point 6 millimeters past this measurement and proceeded with navigation. After the first attempt, some non-tumor tissue was obtained. The surgeon pulled back and did a second sample and partial tumor tissue was obtained. The surgeon pulled back an additional time and obtained the intended tissue. The surgeon had the imaging system brought in to confirm the needle placement. The imaging system showed that the surgeon was in the center of the tumor which was the same as what the navigation showed. The imaging system spin was merged to the navigation magnetic resonance imaging (MRI). At the surgeon's request, a second spin was taken as they wanted an additional confirmation. The second spin further confirmed it. There was no reported impact to patient outcome. There was a reported delay to the procedure of fifteen minutes due to this issue. The surgeon requested review of the archives and logs as the surgeon alleged the system was inaccurate in his perspective with respects to the needle position to what navigation showed.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.